Manufacturer narrative:
No blood was observed on or within the device. The formed needle and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The formed needle and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was applied. The device was originally reported due to the patient experiencing pain and bleeding at the infusion site.